Event description:
Patient vent alarming with a message error displaying on screen reading ¿technical error in expiratory cassette¿. Dates of use: 5-8 years. Diagnosis or reason for use: acute respiratory failure. Is the product compounded? No. Is the product over-the-counter? No.